Event description:
Shiley received a copy of an operative report from the initial reporter which indicated that the pt had their bjork-shiley spherical disc aortic heart valve replaced due to aortic insufficiency and possible endocarditis. According to the copy of the operative report, "the valve had granulation tissue on the strut." The report also stated that "this could, possibly have been infection on the strut." During surgery the pt also had a repair of a noncoronary cusp sinus of valsalva aneurysm/fistula. The pt survived surgery.